Manufacturer narrative:
This report is submitted on september 02, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to incorrect implant placement. The recipient was reimplanted with a new device during the same surgery.